Event description:
A falsely elevated prothrombin time inr (pt-inr) result was obtained on a patient sample. The patient result was reported to the physicians who eventually questioned the result. Patient treatment was altered or prescribed on the basis of the falsely elevated pt-inr result. Vitamin k was administered before the physician questioned the result. There is no report of adverse outcome to patients as a result of the falsely elevated pt-inr result or treatment.

Manufacturer narrative:
The cause of the discrepant falsely elevated pt inr result is unknown. The pt qc results were within laboratory ranges at the time of the testing. The pattern of a falsely elevated result which repeated within the normal range is suggestive of sample mixing issues.. The instrument is performing within specifications. No further evaluation of the device is required.